Event description:
On or about(B)(6) 2023, patient underwent placement of an angiodynamics xcela product, model/cat. Number h965451030. The device was implanted at (B)(6)for medication placement. On or about (B)(6) 2024, patient presented to(B)(6) with pain and was diagnosed with significant diffuse thrombus with developing thrombosis surrounding the svc vascular access port catheter. Patient's physician determined the source of the acute and chronic thrombus was the xcela port that required medication and removal. On or about (B)(6) 2024, patient's port was removed by dr. (B)(6).

Manufacturer narrative:
Without returned product and batch#, the manufacturer could not conduct product investigation, therefore it is not possible to confirm the reported defect "thrombosis", and batch record cannot be reviewed. The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).